Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient's infusion set's clip got disconnected from the tubing and her blood glucose level was 10.9 mmol/l at the time of event. Moreover, the patient did not notice any damage to the infusion sets when the package was first opened. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.